Event description:
It was reported that when implant was introduced to patient, the surgeon was positioning the screw to a desired placement, when the screw was removed for reposition, it was noted that the screw was broken at the tip, the tip was left inside the patient. No additional hole was made to complete the procedure. The surgeon requested to open a new screw and no issue was noticed. No patient injuries or delay were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned, however photographs were supplied for evaluation. Review of the photographs confirmed the reported breakage. The first distal thread has been broken off. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the screw, a root cause cannot be determined. In the event the device is returned a complete evaluation will be made.